Manufacturer narrative:
Device evaluation results: the reported incident could not be reproduced. B. Braun completed an evaluation of the pump per procedure for complaint returns. As part of the routine complaint testing requirements, the returned pump was tested for air in line at a rate of 400ml/hr, volume to be delivered 100ml, with an air bolus greater than or equal to 0.4ml. The pump alarmed, as required. The pump met all routine complaint testing requirements.

Event description:
Reportedly, the pump did not alarm air at the end of chemo infusion (primary line) and allowed a large amount of air in tubing below the pump. There was no pt injury.